Manufacturer narrative:
The investigation for the console (aic) self check error has been completed. The console was returned for evaluation. During inspection, on initial bootup, the console displayed the ¿system self check failed¿ screen. Replacing the original pbm with a known-good pbm on resolved the issue. Upon connecting the original defective pbm to the known good test fixture, the reported failure mode was reproduced. Data logs were reviewed confirmed that upon initial boot up, a pbm communication issue. This resulted in an automatic console reboot after the log ¿post: watchdog reset. After reboot, the communication issue was persistent. The root cause of the system self-check failure was a pbm malfunction. Added- d9 device return date d2-corrected common device name d4-corrected model number f6/f8 should have been left blank in the initial report. H6 med dev prob code 2898 changed to 2880.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that when turning on the automated impella controler, an error message occurred - system self check failed, change console immediately. The aic was exchanged. There was no patient involvement.